Event description:
The device was removed due to a "malfunction." As reported to co, the entire device was removed and replaced with another manufacturer's deviceupon receipt of the physician/surgeon's operative report, he stated..."principal diagnoses: malfunctioning penile prosthesis, erectile dysfunction, organic erectile impotency. Operative procedure: exploratory laparotomy and penile and scrotal exploration. Removal of malfunctioning penile prosthesis and insertion of new penile prosthesis. Cystoscopy. Summary: the combination of pump and reservoir of the prosthesis was freed up and then both cylinderss were removed from the corpora cavernosa."